Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). The reported no communication was confirmed in the laboratory and was due to premature battery depletion. Based on nominal device settings, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. (B)(4).

Event description:
It was reported that a remote transmission was performed after a patient notifier was received. An alert for charge time limit has been reached was observed and the battery voltage had prematurely reached eri in (B)(6) 2013. At subsequent follow up, the device could not be interrogated. Device was explanted and replaced.